Event description:
During a pancreatoduodenectomy procedure, some of the staples were malformed at 1st firing. The procedure was completed by hand suturing. There was no adverse consequence to the patient.